Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) on behalf of the patient alleging the patient's onetouch ultralink meter was prompting an error 1 message when she was attempting to test her blood glucose. According to the ot ultralink owner's manual, an error 1 prompts when there is a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue first occurred on (B)(6) 2012 at noon. The reporter stated the patient uses insulin pump therapy (unknown type) to manage her diabetes. The reporter stated the patient took her medications as usual on (B)(6) 2012 before 8 am. The reporter denied if the patient developed any symptoms on the day of the alleged issue. However the reporter stated the patient self treated with an additional 4 units of insulin on (B)(6) 2012 at 12:30 pm. At the time of troubleshooting, the cca determined that this was the first time the meter had been used. Replacement products were sent to the patient. The meter involved in this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2012, with the following findings: the meter failed testing, pa was unable to take the memory download due to eeprom of the meter was defective. In addition the subject test strips were also returned on (B)(4) 2012, however did not required test since the complaint refers to the meter only. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting done by the cca.

Manufacturer narrative:
(B)(4) device evaluation: the meter involved in this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter failed testing. Pa was unable to take the memory download due to eeprom of the meter was defective. In addition the subject test strips were also returned on (B)(4) 2012, however did not required test since the complaint refers to the meter only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.